Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm history log review, service history review, visual inspection, and functional testing were performed. The f-38 alarm was identified during the alarm history log review and functional testing. The cause of the condition was determined to be damaged force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. This occurred before patient use. There was no patient involvement. No additional information is available.